Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Updated fields: d9, h3, h6, h11. The complaint investigation reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 25aug2025. Sampling from: insertion section. Cfu: unspecified. Bacterial identification: staphylococcus hominis and micrococcus yunnanensis. Sampling date: 25aug2025. Sampling from: air/water channel, instrument/suction channel, and auxiliary water channels. Bacterial identification: no growth. The device was evaluated, which revealed scratches on the distal end cover, cracks in the bending section cover glue, and scratches in the forceps passage. It was noted that a potential correlation has been observed between device damages and cause of contamination. In general, damages, such as scrapings or tears inside the channel, can impede manual cleaning, and be a source of microorganisms, particularly when combined with poor reprocessing. Olympus could not confirm the customer complaint even while the device was cultured on fungal-specific media. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported that the biopsy from a patient who underwent an outpatient upper diagnostic procedure tested positive for mucormycosis. The fungus was found on the tissue, and not inside the tissue and there was a concern for cross contamination. It was further reported that scrapings and dark specs were found inside the scope. Adenosine triphosphate (atp) testing did not show anything. The device was not cultured at this time. There were no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00137. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.